Event description:
It was reported by dealer that the frame broke at weld where rear cane meets top seat tube on the (B)(4) wheel chair. No injury reported. Dealer hung up before being transferred to complaint team and no additional information available.